Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
No parts were replaced. No parts have been received by manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that while outside of procedure while performing a navigation system merge, software exited to blue screen when the merge button was clicked. Representative soft shutdown the system and the issue was resolved after the system booted up. Site was able to proceed through the software. There was no patient present at the time of the issue.